Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that a patient underwent a surgical procedure on (B)(6) 2009 and mesh was used. The patient experienced complications including erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. In 2010, the patient was again diagnosed with a rectocele, and she underwent a posterior colporrhaphy in (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced vaginal and abdominal pain, pelvic pain, scar tissue formation, anemia, vaginal bleeding, urinary tract infections, dyspareunia, bleeding, pain during sexual intercourse, anxiety, depression, increased incontinence, bladder prolapse, and the need for multiple procedures, tests, medications and medical intervention. (B)(4) -recurrent prolapse.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2009 and mesh was used. The patient experienced complications including erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided.